Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvwh8, (impl tapered scr-v ha 4.7 mm 4.5mm 8mm) for evaluation. Visual evaluation of the as returned device identified the implant with no signs of use. No apparent malfunction was identified with the implant that would contribute to the reported event. Product within design specification. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1250898. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1250898 for similar events and no other complaint was identified. Review completed utilizing keywords: pain. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error ¿ improper techniques used during placement. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that the dental implant located in position number #47 failed because the patient complained of pain. The doctor confirms in the medical record that the procedure was completed with the placement of another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification /k011028/k013227. H4: device manufacturer date unknown / not provided.